Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the procedure, the trocar was removed from cavity at first, then the specimen was picked out from the same incision. After that, the same trocar was inserted into cavity to check hemostasis condition with a camera. During that time, a burst sound was heard and the balloon exploded. Broken pieces fell into the pt cavity and were retrieved. It is unclear whether all of fallen pieces were retrieved. Another trocar was used to complete the procedure. No bleeding occurred. No tissue damage occurred. Operative time was extended more than 30 minutes. The pt is under observation.